Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal and heavy bleeding") in a 39-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy, caesarean section, retinal disorder, anxiety, depression, hyperlipidaemia, seasonal allergy and narcolepsy. Concurrent conditions included libido decreased, urinary tract infection, vulvovaginitis nos, constipation, ovarian cyst, ovarian cyst and overweight. Concomitant products included norethisterone (micronor), nuvaring and xylene for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 4 months 2 days after insertion of essure, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginitis/ infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced rash generalised ("rashes or skin conditions type: scalp, chest, forearms, abdomen."). In (B)(6) 2015, the patient experienced headache ("headache"). In (B)(6) 2016, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal distension ("bloating") and memory impairment ("memory issues"). The patient was treated with valaciclovir hydrochloride (valtrex), cetirizine hydrochloride (zyrtec), atorvastatin calcium (lipitor), ubidecarenone (coq10), methylphenidate hydrochloride (ritalin), bupropion (wellbutrin), phentermine and surgery (hysterectomy and a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal infection, dyspareunia, vaginal discharge, rash generalised, migraine and weight increased had resolved and the abdominal distension, alopecia, memory impairment, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, headache and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain, rash generalised, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: right fallopian tube: 6 coils were seen, left: deployed with 4 coils visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement and full occlusion of tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal infection, menorrhagia,dyspareunia, vaginal itching, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Events: rash generalised , migraine, headache, fatigue, weight increased were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal and heavy bleeding") in a (B)(6)-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vulvovaginal pruritus ("vaginal itching") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), memory impairment ("memory issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy and a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, abdominal distension, alopecia, memory impairment, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pruritus, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory placement and full occlusion of tubes most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginitis, vaginal itching, dyspareunia (painful sexual intercourse), vaginal discharge", lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss") and memory impairment ("memory issues"). The patient was treated with surgery (hysterectomy and a bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, alopecia and memory impairment outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal distension, alopecia and memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was satisfactory placement and full occlusion of tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and abnormal and heavy bleeding(seen as genital bleeding). A hysterectomy and bilateral salpingectomy was performed around 2 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and abnormal and heavy bleeding. Considering the nature of both events causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and abnormal and heavy bleeding(seen as genital bleeding). A hysterectomy and bilateral salpingectomy was performed around 2 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and abnormal and heavy bleeding. Considering the nature of both events causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.